Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate. The user attempted changing it out and calibrating multiple times. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the stylus and cursor were not aligned and that the stylus would not calibrate with the overlay. Re-seated the connector between the overlay and the xy board and performed calibrating. Inspected and replaced the nylon standoff between the lem and mpu. System fan was noisy. Replaced system fan. Media bay door was broken. Replaced media bay door. Reconfigured hard drive and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.